Event description:
Tubing came apart during a vancomycin infusion on an alaris pump. The customer speculated the tubing was crimped in the door; however the nurse caring for the patient did not agree with this assessment. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.